Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg was kinked when the swg inserted into the needle prior to the patient."

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed no obvious kinking on the guide wire. The distal weld was present and appeared full and spherical. White particulate was observed in the guide wire hub. A bubble within the supplied guide wire hub component (a-04020-015a) was also noted, which likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was advanced into the needle and slight resistance was encountered at the proximal opening of the needle cannula. Once inserted, the guide wire met minor resistance but was able to pass entirely through the cannula. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. However, a defect with the guide wire hub component was identified, which would have contributed to kinking of the guide wire. Visual analysis revealed that a 'bubble' had formed inside the supplied guide wire hub component (a-04020-015a). This bubbling created resistance between the guide wire and the proximal opening of the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and feedback from manufacturing, the root cause is supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the doctor found the swg was kinked when the swg inserted into the needle prior to the patient."